Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer is alleging her husband fell out of his lift chair. Claiming the vinyl fabric on the chair is causing consumer to fall out of chair.

Manufacturer narrative:
The device was returned and evaluated. The allged event could not be duplicated.

Event description:
Consumer is alleging her husband fell out of his lift chair. Claiming the vinyl fabric on the chair is causing consumer to fall out of chair.